Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown baclofen 500mcg/ml at 89.5mcg/day. It was reported that the patient reported increased spasticity and confusion while on intrathecal baclofen therapy following a fall. A "spasm attack" was noted on (B)(6) 2026 that persisted for approximately 25 minutes and involved all four extremities. In regard to environmental, external, or patient factors that may have led or contributed to the issue, the patient reported a series of falls prior to the symptoms reported. The first fall occurred mid to late (B)(6) and there had been "several" falls since the first one, with most on the side of the pump and catheter. The patient reported a rib injury from a fall on the contralateral side approximately 4 weeks ago, an ear infection prior to that, and hematuria after the fall, but no urinalysis or culture was performed per the patient. The patient also reported flu-like symptoms that had come on approximately 10 days ago and resolved a few days later. Per the patient, he saw his managing physician after the initial fall, first in (B)(6) and again in (B)(6). In (B)(6), he managing physician increased his daily baclofen dose by 10% and the patient noticed decreased muscle tone afterwards. In (B)(6), the managing physician decreased the total baclofen dose by 5%, however the patient reported that he did not notice a change in symptoms. A catheter dye study was ordered and performed on (B)(6) 2026. The physician performing the dye study attempted to aspirate the catheter via the catheter access port (cap) but was unsuccessful in obtaining cerebrospinal fluid (csf). A very small amount (significantly less than 1ml) of serous fluid was aspirated, but nothing else. Fluoroscopy confirmed that the catheter tip was still located mid-t6 and had not migrated. Surgical intervention was not performed and was asked but unknown if planned. At the time of this report, the issue was not resolved. The patient had a medical history including intractable spasticity.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2016: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 29-mar-2018, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.